Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Total hip replacement. Carrying out the acetabular rhyme (ream) is rhymed (reamed) up to 50 and the final cup is passed 50, when fixing it with a 5.5 mm screw the cup is loosened and the presfit is lost, which forces the specialist to use a larger cup. Due to the prolongation of the surgery, the patient must be transferred to the ICU.

Event description:
Total hip replacement. Carrying out the acetabular rhyme (ream) is rhymed (reamed) up to 50 and the final cup is passed 50, when fixing it with a 5.5 mm screw the cup is loosened and the presfit is lost, which forces the specialist to use a larger cup. Due to the prolongation of the surgery, the patient must be transferred to the ICU.

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned for evaluation. Damage consistent with attempted implantation and subsequent explanation is visible on the shell. Material evaluation was completed and indicated the following comments: damage observed consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event was not confirmed. Material evaluation was completed and indicated the following comments: damage observed consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Further information such as photographs/video of the event as it occurred as well as primary operative reports are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.